Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. The investigation determined the difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily calcified. The xience sierra was advanced, but failed to cross due to the heavily calcified anatomy. When removed, the lesion was then ballooned. The stent was advanced a second time but failed to cross again, and during removal, the stent would not pull back into the sheath. It was decided to deploy the stent in the radial artery. This did not affect flow and the procedure was completed with a non-abbott stent being successfully implanted in the patient. The patient outcome was good. There was a delay but it was not reported to be clinically significant that caused any adverse patient sequela. No additional information was provided.